Manufacturer narrative:
The oad and guide wire, engaged, were received for analysis. Adhered biological material was observed on the proximal and distal edge of the driveshaft crown; however, no damage was seen that would have contributed to the accumulation. The morphology and root cause of the biological material was unknown. The guide wire was removed from the oad with resistance. Guide wire spring tip fragments were observed lodged within the oad tip bushing. There was also damage to the guide wire spring tip proximal solder bond area and coil. Scanning electron microscopy identified severe rotational damage on the proximal solder bond and rotational marks on the spring tip coils. This damage is typically observed after a driveshaft is spun over the spring tip. The oad was found to spin at all three speeds with no abnormalities or unusual noises observed. At the conclusion of the device analysis investigation, the event of the oad being stuck on the guide wire was confirmed through analysis. The viperwire instructions for use (IFU) state, "never advance the oad to the point of contact with the viperwire atherectomy guide wire spring tip, as this may result in distal detachment and embolization of the tip. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. Csi ID# (B)(4).

Event description:
During a procedure with a diamondback peripheral orbital atherectomy device (oad), the oad became stuck on the guide wire. A moderately calcified, 90% stenosed lesion that was 70 cm long was located in the posterior tibial (pt) artery. A lesion had been treated in the anterior tibial (at) artery, and treatment was moved to the pt. While the oad was spinning in the pt, the device became stuck on the guide wire. A second device was used to complete the procedure with no patient complications. Analysis of the returned device observed guide wire spring tip fragments lodged within the driveshaft tip bushing.